Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/27/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery compartment was observed to be cracked. During testing, the pump was powered on and the display screen appeared dim and discolored. The contrast keypad button was intermittently unresponsive, which has no effect on insulin delivery; all other keypad buttons responded properly. The keypad cover was removed and the contrast button contact was inverted with contamination present underneath. Unrelated to these issues, the keypad cover was torn at the contrast button. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, a dim and discolored display, an inverted keypad button contact, and contamination under a keypad button contact. This report is made based on results of investigation completed on 10/27/2014.